Manufacturer narrative:
3 x used and 2 x unused needles were reported.

Event description:
In 5 units of the needles, the diameter of the tip of the needle looks smaller and they cannot see properly under ultrasound-eco tip is not visible correctly.

Manufacturer narrative:
3 x used and 2 x unused needles were reported. Additional information was requested, however despite multiple requests, no additional information was received. A device evaluation could not be performed as neither the device nor photographic evidence of the device was returned for evaluation. Review of the device history record (DHR) for lot number a1167304 and related component lot numbers were reviewed and found to contain no related non-conformances recorded. The review of the relevant manufacturing records confirmed that the reported failure has not previously been reported for this manufacturing lot a1167304. Review of the device master record (dmr) concluded that based on the current documentation, sufficient inspection activities are in place to likely identify faulty product prior to distribution. Due to the lack of information supplied and receiving no response to the additional questions sent to the customer, (including details about the equipment used with the needles, the needles themselves, patient conditions, and whether any interventions were required) a definitive root cause to explain the difficulty in visualising the needle experienced by the customer could not be determined. No harm to the patient was reported, apart from a potential delay in completion of the ovum pick up (opu) procedure, and nuisance to the surgeon and theatre staff. There are several processes and checks in place at the manufacturing facility to ensure that each needle is adequately echo-tipped to facilitate visualisation. Therefore, it is possible that the difficulty observed by the customer was related to the ultrasound equipment and its settings, or an issue with the needle guide, and most likely factors outside of the control of the manufacturer. Should additional information be received at any time in the future, an additional report may be submitted.